Manufacturer narrative:
One battery was returned for evaluation. (B)(4) was not analyzed. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Internal investigations has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2015-03897 and 3007042319-2015-03898) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of two reports (3007042319-2015-03897,03898) submitted for devices related to the same event.

Event description:
It was reported by the site from the vad coordinator that the patient heard a beep while battery changed from one to the other earlier than expected. Patient stated that the controller connection to this battery had the same event happen a week earlier. After consultation with manufacturer clinical specialist, the battery and controller were exchanged. It was stated that there were no issues reported thereafter and there were no effects on the patient. No additional information provided. Investigation is ongoing.